Manufacturer narrative:
As a precaution, the customer replaced the unit with a spare central and removed the reported device from service. At this time the customer has declined repair and stated that they may send the unit in for evaluation at a later time. The cause of the reported issue could not be determined.

Event description:
The customer contacted spacelabs technical support to report that while monitoring patients on the exhibit central station the device would power itself off. There was no patient or user harm associated with this event.

Manufacturer narrative:
The customer shipped the faulty unit in for repair. The device was tested by a spacelabs healthcare equipment service center technician and the technician verified the reported failure. The cause was traced to a faulty fan on the video card. The customer was advised that due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The reported failure was due to a faulty fan on the video card.